Event description:
Customer reported via phone, the sensor had pulled out of her body and only half of it pulled out. Customer doesn't recall her blood glucose level. The sensor was fractured when it was removed. Customer stated the needle hub was not hard to remove when the sensor was inserted. For significant event which may have lead the sensor fracturing, he stated he carried heavy boxes at work and they sometimes press against his stomach. Cannula is attached to the sensor but it looked like only half was there and the other half was in his skin. Customer didn't feel anything and he doesn't have a red bump. Customer was advised to reach out to his doctor. He is not returning the sensor for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and found the sensor broken. Unable to confirm that the customer received the sensor damaged due to the product being returned opened/used.